Event description:
The customer reported via telephone call a hospitalization due to low blood glucose. The customer was sleeping and the spouse noticed that the customer was moaning and unresponsive and called the paramedics. The blood glucose reading at the time of the incident was 32 mg/dl. The customer was treated by paramedics and did not go to the hospital. The customer reported that too much insulin was delivered due to a double bolus after dinner. The customer declined to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.